Manufacturer narrative:
The company representative replaced the drive manifold (part number: 0104-00-0018) and the vent valve (part number: 0119-00-0170). The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated an "auto fill failure" alarm. The customer attempted a manual fill but it was not successful. The iabp was rebooted and therapy was continued. Two hours later the iabp generated another "auto fill failure" alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.